Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hard casing of a theranova 500 was cracked, which led to a leak. The leak was observed to be clear liquid not blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the three provided photos shows the product wet after use (no blood is visible). Photo one shows the filter housing with a black circled area of possible leakage. However, due to the poor image quality, no damage or the cause of the leakage can be identified. In photo two and three the product with a kind of plaster on the marked area is visible. In the photos is also part of the product label visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.